Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for femoral trochanteric fracture with jpfna. After assembling the nail to the handle, the surgeon checked the devices and confirmed that there was no interference with them. As the surgery progressed, the drill had difficulty advancing contralaterally when drilling for a distal lateral locking. Therefore, once the drilling was stopped and the image was slowly moved to the lateral image, it was confirmed that the drill bit was not passing through the nail. The surgeon pulled out the drill, adjusted the handle and sleeve to allow the drill to pass through while checking with the lateral view, drilled, and was able to pass the drill through the nail. The distal lateral locking screw was then measured and inserted. Finally, the lateral locking screw was passed through the hole in the nail to ensure that it was fastened in place. The surgery was completed successfully within 30 minutes. The patient was reported as stable. This report involves one (1) unknown nail. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4-510k: this report is for an unknown nails/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: (B)(6) 2023. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.